Manufacturer narrative:
There is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. The patient was already undergoing treatment for the peritonitis when the call for drain complications was documented. There was no reported allegation of a malfunction against the liberty cycler. Per the pdrn, the causal event of the peritonitis was bile breakage due to the patient having constipation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported being treated for peritonitis. Follow up phone call to the peritoneal dialysis nurse indicated that this patient peritoneal dialysis (pd) effluent culture results (unknown draw date) were positive for enterococcus avium and the patient was prescribed/treated with intraperitoneal (ip) vancomycin (dose, strength and duration unknown). The patient did not require hospitalization and the peritonitis is resolving. The peritoneal dialysis nurse also stated that there was no fluid leak during treatment or no breach in aseptic technique and that the cause of the peritonitis was due to bile breakage due to constipation.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed. During the treatment test a (system error ¿ unexpected fpga reset) warning occurred at the end of the treatment. There were no fluid leaks in the test cassette during the treatment test. The voltage check failed. The 5 volt measured and 5 volt displayed values were out of specification. The 5-volt measured was adjusted using the voltage adjustment potentiometer. After adjusting, the voltage check passed. The heater cable was inspected and found to have no discrepancies. The system air leak test passed. The valve actuation test passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
"."